Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on tenaculum forceps instrument broke. The procedure was completed with no reported injury. On 12/23/2024 , following additional information was obtained about the complaint from site's robotic coordinator: the instrument was inspected prior to use with nothing out of ordinary to be noted. A prostatectomy was being performed when the instrument broke. It was being used to grasp tissue when the cable broke. The reported instrument did not collide with other instrument or tool during procedure. The tenaculum forceps instrument could not hold the tissue. There were no issues related to left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from distal end of instrument. The protruding cables were responsible for opening/closing of the jaws but not for up/down motion of wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images and video recordings of procedure were not available for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.